Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient underwent a right hip replacement on (B)(6) 2012. The recommended follow up on the patient is showing an increase of metal ion level into the blood.